Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that three days after the implant procedure, the patient felt a sensation of being electrocuted. The remote transmission showed high thresholds and a possible loss of capture on the right ventricular (rv) lead. The cardiologist suspected that the rv lead may have moved. The clinic is continuing to monitor the issue, and the lead remains in use. No patient complications have been reported as a result of this event.